Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed a controller power up event with an associated motor start event was logged on 01/aug/2022 at 15:29:53. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 50% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point after the loss of power revealed that bat(B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 17 seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported loss of power event was confirmed. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additionally, log files revealed one (1) low flow alarm was logged on (B)(6) 2022. This is an additional finding not related to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during log file review the controller had an unexpected power loss. The controller remains in use. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.